Event description:
There was an allegation of questionable elecsys anti-hcv ii results from the cobas e 402 analytical unit and a cobas e 801 analyzer for one patient. On (B)(6) 2026: the initial result was 31.3 coi (reactive). The repeat result was 31.4 coi (reactive). On (B)(6) 2026: the repeat result from the fujirebio hcv score, which uses the line immunoassay (lia) laboratory method, was negative. On (B)(6) 2026: the patient sample was sent to the investigation laboratory. The repeat result on an e801 analyzer was 32.6 coi (reactive). The repeat result was 32.9 coi (reactive). The repeat result from an analyzer that uses the chemiluminescence immunoassay (clia) laboratory method was 0.19 (negative).

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The cobas e 801 analyzer serial number is (B)(6). The investigation laboratory's elecsys anti-hcv ii reagent lot number was not provided. Per product labeling: "result >/= to 1.00 coi - reactive presumptive hcv infection, follow cdc recommendations for supplemental testing." "Result after retest (coi) - if 2 of the 3 results have a coi = 1.00 presumptive evidence of antibodies to hcv. Follow cdc recommendations for supplemental testing." "False positive results due to non-specific reactivity cannot be ruled out with the elecsys anti-hcv ii assay." "In rare cases, interference due to extremely high titers of antibodies to streptavidin or ruthenium can occur. These effects are minimized by suitable test design." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined that the elecsys anti-hcv ii assay is performing within specifications.